Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75496540, 510k # k042025, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion (plf) surgery at l2/3/4/5 and fixation at at l3/4 due to lumbar spinal canal stenosisn. Post-op, the screw of l4 was broken. It was unknown whether the right side or left side screw was broken. The fragment of the broken product remained in the patient body. The physician mentioned that the screw was broken because the vertebral body was moving. I.e. Bone union was not achieved. Patient underwent revision surgery where screw of l4 was removed and replaced with bigger one. There was no delay in overall procedure time as a result of this event. The physician mentioned that the screw was broken because the vertebral body was moving. I.e. Bone union was not achieved. Revision surgery at l3/4 fixation was performed on (B)(6) 2019.